Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure three days prior, (patient age, gender and weight unknown). According to the complainant, during the procedure, when the device exited the distal end of the scope, the orientation was malfunctioning . Upon removal, it was noted that the distal end of the tome was twisted. The procedure was completed with another hydratome rx sphincterotome device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. (Misorientation) - a visual examination of the returned device revealed the working length and distal tip was twisted, and the tip was cracked. The orientation of the device was investigated by inserting the device into an endoscope; the initial orientation was found to be within the expected range. The complaint for twisted working length/distal tip was confirmed; the most likely cause is procedural use (i.e. Operational context).